Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was over 300mg/dl. Reportedly, the customer uses fiasp insulin within the cartridge. Tandem technical support educated customer on cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the event.